Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Error 48406 was coming in system while plugging the endoscopes and image calibration failure. Fse replaced endoscope controller (ec) and the issue was resolved after checking all 4 endoscopes. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed in artemis and error code 48406 was located confirming the fault occurred in the field. Visual inspection, damage was observed on the exterior of the unit including rust and oxidation. Rust/corrosion and possible mold were observed on screws and boards. Rust on the fans screws, mold on the video processor port, and corrosion on the ecpd and dcib board. The unit was installed in the golden system where it functioned as expected. The unit was programmed successfully. The system was set to run 10 power cycles. After testing, the system error logs were investigated but no errors could be found related to the reported event. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure endoscope connection failed, error 48406 fault on screen. Technical support engineer (tse) reviewed and confirmed error 48406. Tse had him hard power cycle and clean scope and endoscope controller (ec) connector but issue was persistent. There was no report of patient injury.